Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported the patient's pump has always shown a >2cc discrepancy, but there is no plan to make any changes to the pump. The pump was investigated with a dye/rotor study and there were not any issues found. The patient was currently stable. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving an unknown drug with an unknown dose and concentration via an implantable pump for non-malignant pain. It was reported on (B)(6) 2018 the pump was telemetried and found to have 6.7cc of old drug within the reservoir. The reservoir was accessed and 9cc of old drug was removed/aspirated. There was a discrepancy of 2.3cc. On (B)(6) 2018 the pump was telemetried and found to have 8.3cc of old drug within the reservoir. The reservoir was accessed and 11.2cc of old drug was removed/aspirated. There was a discrepancy of 2.9cc. On (B)(6) 2018 the pump was telemetried and found to have 8.7cc of old drug within the reservoir. The reservoir was accessed and 11cc of old drug was removed/aspirated. There was a discrepancy of 2.3cc. On (B)(6) 2018 the pump was telemetried and found to have 12.4cc of old drug within the reservoir. The reservoir was accessed and 15.4cc of old drug was removed/aspirated. There was a discrepancy of 3cc. On (B)(6) 2018 the pump was telemetried and found to have 12.5cc of old drug within the reservoir. The reservoir was accessed and 15cc of old drug was removed/aspirated. There was a discrepancy of 2.5cc. On (B)(6) 2019 the pump was telemetried and found to have 10.4cc of old drug within the reservoir. The reservoir was accessed and 13.5cc of old drug was removed/aspirated. There was a discrepancy of 3.1cc. On (B)(6) 2019 the pump was telemetried and found to have 9.8cc of old drug within the reservoir. The reservoir was accessed and 12.5cc of old drug was removed/aspirated. There was a discrepancy of 2.7cc. On (B)(6) 2019 the pump was telemetried and found to have 8.4cc of old drug within the reservoir. The reservoir was accessed and 12cc of old drug was removed/aspirated. There was a discrepancy of 3.6cc. On (B)(6) 2019 the pump was telemetried and found to have 5.9cc of old drug within the reservoir. The reservoir was accessed and 10cc of old drug was removed/aspirated. There was a discrepancy of 4.1cc. Actions/interventions included the pump was refilled and reprogrammed on (B)(6) 2018, (B)(6) 2018, (B)(6) 2018, (B)(6) 2018, (B)(6) 2018, (B)(6) 2019, (B)(6) 2019, (B)(6) 2019, and on (B)(6) 2019. The device diagnosis was pump reservoir volume discrepancy. The event date was (B)(6) 2018. The patient's weight was (B)(6). The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. Additional information received from a healthcare professional (hcp) via a clinical study reported the patient presented themselves for a pump refill on (B)(6) 2019. The pump was telemetried and found to have 7.9cc of old drug within the reservoir. The reservoir was accessed and 10.2cc of old drug was removed/aspirated. There was a volume discrepancy of 2.3cc. The pump was reprogrammed and refilled on (B)(6) 2019. Additional information received from a healthcare professional (hcp) via a clinical study indicated the patient was receiving sufentanil and bupivacaine. Additional information received from a healthcare professional (hcp) via a clinical study reported the patient's pump was telemetried and found to have 7.2cc of old drug within the reservoir. The reservoir was accessed and 10.6cc of old drug was removed/aspirated. There was a volume discrepancy of 3.4cc. The pump was reprogrammed and refilled on (B)(6) 2019. Additional information received from a healthcare professional (hcp) via a clinical study reported the patient presented themselves for a pump refill on (B)(6) 2019. The pump was telemetried and found to have 6.1cc of old drug within the reservoir. The reservoir was accessed and 10.6cc of old drug was removed/aspirated. There was a volume discrepancy of 4.5cc. The pump was reprogrammed and refilled on (B)(6) 2019. On (B)(6) 2020, the patient presented themselves for a pump refill. The pump was telemetried and found to have 4.5cc of old drug within the reservoir. The reservoir was accessed and 10cc of old drug was removed/aspirated. There was a volume discrepancy of 5.5cc. On (B)(6) 2020 the patient presented themselves for a pump refill. The pump was telemetried and found to have 7cc of old drug within the reservoir. The reservoir was accessed and 10cc of old drug was removed/aspirated. There was a volume discrepancy of 3cc. No symptoms were reported. The outcome of the event resolved without sequelae on (B)(6) 2020. No further complications were reported/anticipated.